Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that clinicians have issues when infusing albumin on a secondary line with a baxter secondary set. The clinicians will use multiple extension sets however the albumin "will not flow". Clinicians confirmed they will leave the vent open and flip the drip chamber on bag changes. Clinical specialist on site provided education discussed proper IV set up for secondary bottles including head height differential and pump at patient heart level, and closing the vent during spiking/drip chamber refilling to avoid wetting out the vent. No further information of specific events were available. There was patient involvement however patient impact in unknown.